Event description:
User reports experiencing discrepant troponin t results. Four pt examples provided: pt 1, initial result 0.013 ng/ml, repeated on different analyzer gave <0.010 ng/ml. Pt 2, initial result 0.045 ng/ml, repeat gave 0.032 ng/ml. Pt 3, initial result 0.111 ng/ml, repeat gave 0.088 ng/ml. Pt 4, initial result 3.89 ng/ml, repeat gave 3.17 ng/ml. Erroneous results were not reported. The field service representative determined misalignment of the s/r probe to be the cause and he adjusted and aligned the probe. Performance tests performed which were within specification.